Event description:
Event was reported to caldera medical by an atty. The patient has suffered pain during intercourse, erosion, painful urinating, pain in abdomen and lower back pain. No further info has been provided.